Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a procedure and prior to implantation, the lead was tested on a sterile table and would not extend or retract after multiple attempts. The lead was not used and another lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the helix extends and retracts within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.